Event description:
Pt was admitted to surgery for a right knee replacement. Five minutes into the procedure the proflate tourniquet lost pressure from 300mg/hg to 180 mg/hg. The proflate was disconnected from the tubing and cuff. The tubing and cuff was immediately reconnected to another tank to increase the pressure during the procdure. No pt injury.